Manufacturer narrative:
(B)(4). The customer, hospital biomedical engineering staff evaluated the device and were unable to duplicate the reported issue. Physio-control also evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the patient ECG record from this device, the two other lifepak 20 defibrillator/monitors and the backup lifepak 15 monitor/defibrillator. The ECG records indicate that the patient's transthoracic impedance was very high, between 213 and 225 ohms. When the patient's impedance exceeded the maximum threshold of the device the staff were not able to consistently obtain an ECG trace. It is not known what caused the patient's impedance to be so high. The customer reported that they use third party brand electrodes. The electrodes were not returned to physio-control for an evaluation. The cause of the reported issue was determined to be due to excessively high patient transthoracic impedance as measured by the device through the disposable defibrillation electrodes. The cause of the high patient impedance could not be determined.

Event description:
The customer contacted physio-control to report that during a code event, their device would not detect that the female patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Medical personnel changed the electrodes and quik-combo therapy cable and brought in a second lifepak 20 defibrillator/monitor. The second lifepak 20 defibrillator/monitor was connected to the patient and they received a "connect electrodes" message. Another set of electrodes were used and a third lifepak 20 defibrillator/monitor was brought in and connected to the patient, which also gave the "connect electrodes" message. A fourth back-up device (a lifepak 15 monitor/defibrillator) was obtained and the device was able to detect a rhythm. The patient did not survive the event. The customer reported that they were using third party brand electrodes during this event. The electrodes were reported to be ¿1310p kendal medi-trace combination defibrillation, ECG & pacing electrodes¿. This report is for the third device used in this event.